Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description according to study: on (B)(6) 2016, during the index procedure the patient had a celect filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 20.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect(tm) filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 19.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 8.3 degrees. Analysis of the post-procedure x-ray reported filter tilt of 1.5 degrees in ap view and 9.2 degrees in the lat view. On (B)(6) 2016 (168 days post-procedure), the pre-retrieval procedure x-ray was completed and site indicated filter tilt of = 16 degrees. The filter was no longer clinically indicated and was retrieved. Patient outcome: the ivc filter was removed endovascularly without problems and the patient remains in the study until the one month post-retrieval follow-up.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. Imaging review confirms tilt at time of retrieval. The complaint report states the site indicated filter tilt of 16° degrees, but the imaging review finds 9° degrees of tilt in reference to the center line of the ivc. The imaging review also finds development of perforation by two primary filter legs. No symptoms related to this perforation were described. The filter was removed without problems. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to study: on (B)(6) 2016, during the index procedure the patient had a celect filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 20.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 19.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 8.3 degrees. Analysis of the post-procedure x-ray reported filter tilt of 1.5 degrees in ap view and 9.2 degrees in the lat view. On (B)(6) 2016 (168 days post-procedure), the pre-retrieval procedure x-ray was completed and site indicated filter tilt of = 16 degrees. The filter was no longer clinically indicated and was retrieved. Patient outcome: the ivc filter was removed endovascularly without problems and the patient remains in the study until the one month post-retrieval follow-up.